Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 40mg/dl. The customer had symptoms such as illness. The customer was treated for the low blood glucose with food. Customer¿s blood glucose level was 228mg/dl at the time of the call. The customer was assisted with troubleshooting for low blood glucose was passed and displacement was also passed. Customer stated that the drive support cap was normal. Customer reports was not worn during a medical procedure/test around an MRI. Pump was not returned for analysis.